Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: cat45e/cat45f. 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patient's blood glucose level rose to 26 mmol/l (468 mg/dl) while wearing the pod between 4 and 24 hours while worn on the back. When looking through the viewing window, the pod's cannula was found bent. As treatment, a new pod was applied and a correction was performed via the pdm.

Manufacturer narrative:
The device was received and evaluated. The exposed portion of the soft cannula was found to be kinked. During investigation a tear was found in the exposed portion of the soft cannula. When the distal tip was manually occluded, fluid diverted through the tear causing a leak within the fluid path. Although the cannula was damaged, the timing and cause of the damage is unknown.